Event description:
A customer reported that the reservoir of an infusor was observed to have multiple lines on the surface. The lines were reported to appeared to be cracks. The customer noted this during the filling of the device. There was no patient involvement; therefore, no adverse reaction is associated with the reported condition. There is no additional information available.

Manufacturer narrative:
(B)(4). (B)(6). This lot was manufactured between 5 november and 6 november 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. One unit was received with approximately 120ml of fluid in the bladder. Visual and microscopic inspection of the unit shows no evidence of "multiple lines that look like cracks" on the bladder. The device met product specifications. The reported condition could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.